Event description:
During an unknown endoscopic procedure, the physician used a cook hemospray endoscopic hemostat. It was reported that it would continuously leak [co2-carbon dioxide] even without pressing the button. When the technician opened the red valve but had not yet pressed the trigger, they heard the sound of co2 leaking. As soon as they pressed the trigger, co2 and powder forcefully sprayed out. Even after it was turned off, the syringe would immediately pop open when connected to the 3-way connector, indicating a continuous leak. A new hemospray set was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Section e1 phone: (B)(6). Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. Not all components were included in the return (no catheters were returned). The device was returned with the on/off switch in the "off" position. The red activation knob was disengaged in the handle indicating deactivation of the carbon dioxide (co2) cartridge. Powder was noted on the exterior of the device and within the nozzle. Additionally, a dried brown substance was noted on the exterior of the handle. The co2 cartridge was fully punctured. It was noted that the button on the device did not appear to actuate as expected and moved loosely when touched. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator confirm the device was of the current design. The foam was oriented correctly within the handle. When tested with a new co2 cartridge and activation knob, the device sprayed continuously when switched to the "on" position. For further evaluation, the handle was disassembled. The low-pressure valve was disassembled and evaluated. The black actuator within the low-pressure valve has been damaged with the outer ring breaking off. This is the cause for the lack of actuation felt in the device's button during initial inspection. The other internal components were intact. A significant amount of powder was observed on all the low-pressure valve components. The black actuator component and the detached segments were observed under magnification and no malformations were noted. The dimensions of the black actuator and the spring were found to be within specification when compared to their respective supplier drawings. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. Photos were exchanged and discussed with supplier quality engineering, manufacturing engineering, and sustaining engineering. A cause was unable to be determined for the broken actuator. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Additionally, the incoming quality control (iqc) record for the low-pressure valve raw material lot was reviewed and a discrepancy or anomaly was not observed with the raw material lot. Investigation conclusion: our laboratory evaluation of the product said to be involved confirmed the report of continuous flow of co2. It was found that the cause for the continuous flow of co2 was a broken actuator in the device's low-pressure valve. However, the cause for the actuator breakage is unknown. A definitive cause for this observation could not be determined because the actual product handling conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Additionally, iqc records indicate that the low-pressure valve raw material lot met all inspection requirements. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.